Manufacturer narrative:
Correction: medical device problem code "3190 - insufficient information" was corrected to "2017 - improper or incorrect procedure or method". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup system controller¿s clock not being set was confirmed. The log file provided from system controller (B)(6) was reviewed, containing data spanning an unknown amount of time due to the controller¿s clock being set at its default status of (B)(6) 2001 at 1:00. As the controller¿s clock was observed to not be synced upon the connection of the driveline, the controller¿s clock being set at its default status is indicative of the backup system controller not being properly maintained. Per the heartmate ii patient handbook, patients are advised to have their hospital contacts charge the backup controller¿s backup battery, perform a self-test on the backup controller, and ensure that the backup controller¿s settings are identical to the primary controllers at least once every six months. The system controller, serial number (B)(6), was not returned for analysis. The root cause of the clock not set status appeared to have lack of maintenance on the backup system controller per recommended guidelines and labeling. The heartmate ii patient handbook instructs users to, at least once every six months, contact their hospital contact to charge the backup battery within the backup system controller, to perform a self-test on the backup system controller, and to ensure that the backup system controller¿s settings are identical to the primary controller¿s. The heartmate ii patient handbook instructs users on how to resolve any alarms that sound from their system controller, including alarms associated with low flow / red heart conditions. The heartmate ii patient handbook instructs users on how to handle emergencies, including situations where the pump has stopped running. Users are urged to connect to a new power source if their current source is not providing voltage. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 12jan2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's chronic driveline infection is reported under MFR 2916596-2021-01856.

Event description:
It was reported that the patient had low flow/ low speed alarms before going to sleep. The initial alarm occurred while the patient was changing power. The wife thought that the patient was not connected securely. The patient changed the controller which resolved the alarm. The patient had loss of consciousness with this episode prior to the controller change. After arriving to the emergency department the alarm occurred again when he was connected to the power module. The vad coordinator suspected driveline fractures. There was one spot on the x-ray that looked potentially suspicious, just outside the exit site. The log file for the initial controller (B)(4) showed low speed and high power events. This occurred just after connecting to the white power lead to the power module. These low speed and high power events continued until the controller was changed on (B)(6) 2021 at 23:06. There was a pump stop noted at 23:06. The changed controller (B)(4) showed clock not set and captured low speed and pump stop events when connected to the power module which resolved when connected to battery power. The patient has a chronic driveline infection with a large abscess that has been draining heavily. Related MFR#2916596-2021-01367. Related MFR# 2916596-2021-01368.